Manufacturer narrative:
Concomitant medical products: product ID: 3708120, serial#: (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708120, serial#: (B)(4), implanted: (B)(6) 2014, product type: extension. Other relevant device(s) are: product ID: 3708120, serial/lot #: (B)(4), ubd: 23-jan-2018, UDI#: (B)(4) ; product ID: 3708120, serial/lot #: (B)(4), ubd: 23-jan-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient stated that he doesn't think he's getting stimulation and that he doesn¿t think that any of the leads are working right now. The patient stated that he always keep ins pretty charged and that he charges the ins multiple times a week. The patient stated that he doesn't have the ins on 24/7 and that he doesn¿t use it all the way down. The patient stated that he can see that each lead is hitting 0.09 or he ends up taking them up pretty high to try and get the stimulation. The patient noted that the ins battery is fully charged and that the lightning bolt shows that the ins is turned on. The patient stated that he thinks it was tuesday when he began not feeling the stimulation and confirmed that that the pain returned because he was not feeling the stimulation and getting the right coverage and that was around the 28th. The patient had an x-ray taken and confirmed a fracture to both 3708120 leads at the battery pocket site. The patient did report losing approximately 70 pounds which might have been a contributing factor. Impedance readings confirmed all contacts were out. There has been no actions taken at this time to resolve the issue, but surgical intervention has been scheduled and planned for (B)(6) 2020. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2020, product type: extension; product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2020, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep who reported the ins/ leads were discarded and would not be returned.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the patient¿s revision was completed on (B)(6) 2020 and it was indicated that the lack of stimulation and pain relief was resolved after the revision. The cause of the lead extensions becoming fractured was unknown. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of d11: product ID: 3708120; lot# serial#: (B)(6); implanted: on (B)(6) 2014; explanted: on (B)(6) 2020; product type: extension; product ID: 3708120; lot# serial#: (B)(6); implanted: on (B)(6) 2014; explanted: on (B)(6) 2020; product type: extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.